Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition, but noted to have a scratched screen. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems were identified during this DHR review. The device underwent functional testing by being started in application. This resulted in device double beeping with a cassette attached. It was noted to be a result of the downstream sensor, which was then replaced. The reported customer complaint has been confirmed, and the problem source has been determined to be unknown. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "double beep no cassette." Alarm. No reported adverse effects.